Manufacturer narrative:
(B)(4).

Event description:
The pt was having a routine pump replacement due to the age of the pump. During the replacement surgery, they were unable to aspirate the catheter. A (B)(4) study was done. The catheter was replaced; it was noted that the catheter replacement was not expected. Because the surgeon did not know if the catheter was patent prior to replacement, the pump was turned down to minimal rate until the next morning. The pt was treated with IV narcotics. The device system was used to deliver preservative free morphine and bupivacaine. For events following the pump and catheter replacement, see mfg report # 3004209178-2011-02510.